Event description:
Consumer complaint of blood result reading of "lo." Last 4 tests in memory: "lo", "lo", "lo", and 123 mg/dl. Customer unable to perform a blood test because there are no more strips available. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/16/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Last 4 tests in memory: "lo", "lo", "lo", 123mg/dl. Customer unable to perform a blood test because there are no more strips available. No adverse event reported.